Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a uterine artery embolization procedure was performed when the issue happened, and the procedure had to be cancelled and rescheduled and about 1 hour delay the procedure completed. A philips field service engineer (fse) subsequently visited the site to check the reported problem. After reviewing log file, that the x-ray pc had crashed. It is possible that liquid in the tsm accidentally triggered the x-ray disable function, causing a regular error message. To resolve the problem various tests were conducted on multiple pcs and viewing frames. No errors were found, including during exposures and imaging. The system functioned flawlessly and was delivered to the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.